Event description:
It was reported that the customer was hospitalized due to hyperglycemia. Troubleshooting was performed, and it was found that the customer was using cold insulin. The customer was advised to use insulin that is room temperature. The insulin pump passed the lead screw test. It was found that the customer had received several no delivery alarms on the insulin pump. It was reported that the customer was using a medication, which according to the customer's diabetes educator, can cause high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.